Manufacturer narrative:
An additional lot number was reported (lot # m019447). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridges were initially filled with 100 units of insulin. Additionally, the contact reported that the cartridge used with lot # m003516 was expired. Tandem technical support additionally educated the customer on removing the air from the cartridge. The customer was able to load a new cartridge successfully and resume insulin delivery. The customer's blood glucose level was 167 mg/dl.